Manufacturer narrative:
Other, other text: one device was returned for evaluation. Visual inspection revealed a scratched lcd lens and bubbled downstream occlusion (dso) seal. Review of the event history logs confirmed a high alarm, cassette not attached properly. Functional testing was performed and the reported issue was able to be replicated and verified; when the cassette was attached, the device exhibited a constant alarm for cassette not attached properly due to an inoperable dso sensor. The most probable cause of the reported issue was the dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device exhibited a cassette not attached error. Patient involvement is unknown.